Event description:
Product deployment reportedly uneventful. Thirteen minutes after deployment, the pt experienced pain in their leg and extensive occlusion of the right sfa. Treatment with thrombolytic therapy and percutaneous thrombectomy. The event was resolved 90 minutes later without additional complication.